Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that when applying pressure on the saw device, the wavering system stopped on the battery oscillator device. The reporter stated that the issue might have been a coupling issue or something else on the battery oscillator device. The reporter further stated that breakage was an issue with the device. According to the reporter, there was a delay to the surgical procedure. However, the exact duration of the delay was not specified. An identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device and blade did not oscillate. It was further observed that the trigger was sticking and the straining ring was loose from the oscillating head. It was determined that the wire insulation was damaged on the electronic control unit and there was an unusual noise and vibration from the electric motor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.